Event description:
Procedure was percutaneous coronary intervention (pci) post myocardial infarction (mi) (less than 30 days) with 50% stenosis for target lesion in proximal left anterior descending (lad). Right femoral access was established. Angiography of the left coronary artery (lca) was performed; multiple views. A guide catheter was advanced, but was unable to access the vessel and was exchanged. A second guide catheter was advanced and angiography of the lad was performed. A guidewire was advanced across the target lesion and then a balloon catheter was advanced to he lesion. The guidewire was removed, reshaped and re-advanced twice. Angiography of the lad was again performed. The guidewire was exchanged for a different guidewire via the balloon catheter. The balloon catheter was then removed over the wire and angiography of lad was again performed. The intravascular ultrasound (ivus) catheter was then advanced over the wire, lad was imaged and the ivus catheter removed over the wire. The ivus catheter was again advanced over the wire and while advancing into the lad, it was noted that a dissection occurred in the left circumflex (lcx). Angiography of the lad was again performed. Medical drug therapy was administered and a cardiovascular surgeon was notified for backup for intervention procedure. Guidewire and balloon catheter was advanced to the vessel, the balloon was inflated and then removed. A drug eluting stent (des) was placed to treat the lcx dissection. Angiography was performed and an attempt was made again to place a second stent, but the physician was unable to access the vessel. The balloon catheter was again advanced for pre-dilation, a second stent was deployed and post-dilated. Angiography was again performed and another dissection in the lad was noted. To treat the lad dissection, another des was placed. Angiography was again performed and a dissection in the left main (lm) was noted. The patient was sent for by-pass surgery (CABG). It was reported that the surgery was successful with no further patient complications. The patient's current condition was reported as "stable". Refer to other devices involved filed under MFR report #'s 2134265-2009-00263, 00264, 00265 and 00272.

Manufacturer narrative:
The device was disposed by the facility; therefore, a device evaluation cannot be performed.